Event description:
It was reported that during a procedure, the universal handswitch caused the handpiece to run in safe mode. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another handswitch.

Event description:
It was reported that during a procedure, the universal handswitch caused the handpiece to run in safe mode. There was no patient or user adverse consequence associated with this event. The procedure was completed successfully with another handswitch.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation; however, the service technician found the lever on the handswitch was damaged. The device was discarded by the manufacturer.

Manufacturer narrative:
The evaluation will begin upon receipt of the device.